Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Medical conditions: * patient underwent hysterosalpingogram test. Date not reported. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion hospitalization), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jul-2020: plaintiff fact sheet received: product insertion date were updated. Event "genital bleeding" medically hospitalization tick. This case is being submitted retrospectively following an internal review . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Medical conditions: * patient underwent hysterosalpingogram test.date not reported. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion hospitalisation), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the outcomes for genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower and allergy to metals were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.